Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional testing was completed with acceptable results. The records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure on an obese patient, in coelio. During the first stapling on the stomach, the clamp became secure, impossible to open the clamp. After a few minutes, the surgeon can open the clamp, but the staples have not stapled. The surgeon removed the hinge from the magazine and opened the handle. Caused a stomach injury and slight bleeding. There was a lesion on the stomach. The lesion was corrected after the use of a new charger. There was no problem loading or unloading the device. The stapler was able to fire and there was no poor staple formation. The staple line was incomplete centrally. A new stapler was used to fix the staple line. The jaws of the device did lock onto the tissue. No device component broke off. There was tissue damage as a result of the problem. The damage was not permanent. The patient is well. The incident did not create any additional problem for the patient.